Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A complaint history review was conducted on the catalog number in question from (B)(6) 2018 to (B)(6) 2019. No complaints were received in this range with the same issue. A device history review could not be conducted since the lot number was not provided. No corrective action can be implemented due to the lack of batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during sacrospinous fixation, the bullet at the tip of the suture was detached and got stuck in patient's body. The physician looked for it but could not find the bullet. Finally, she used another suture.